Manufacturer narrative:
No button error alarm note during test. However, the insulin pump had intermittent button response due to corroded keypad traces. The device also had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, scratched reservoir tube window, and stained end cap sticker.

Event description:
Customer's mother reported via phone call, the insulin pump had alarmed button error. Customer's blood glucose was over 600 mg/dl. Customer's mother stated the customer had jumped into the pool with the device on. Customer's mother was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.